Manufacturer narrative:
This is one of three products involved in the reported event. The associated MFR report numbers are 3003742446-2008-00136 and 3003742446-2008-00137. Additional info will be submitted within 30 days of receipt.

Event description:
The report is from a literature review. The pt was a male with a history of diabetes and coronary artery disease. The pt presented to the ER with sudden-onset retrosternal chest pain and st elevations in the anterior, lateral and inferior leads. He had stopped taking his clopidogrel 5 days previously. Angiography revealed stent thrombosis in the mid lad and mid rca stents with a timi flow of 0 distally in both vessels. An emergent pci was performed in both lesions with a cypher 3.5 x 23mm stent deployed in the lad and a cypher 3.5 x 18mm stent deployed in the rca. The pt was discharged 3 days later on a dual antiplatelet regimen. Four mos previously, the pt underwent an elective pci to treat a chronic total occlusion of the rca and an 80% stenosis of the mid lad at the bifurcation of the second diagonal branch. Indication for the pci was typical exertional angina. The mid rca was predilated with a 2mm balloon and stented with a 3.5 x 33mm cypher. A cypher 3.5 x 8mm was implanted proximal to the first, overlapping to treat the full lesion. The stent were optimally expanded (inflation pressure of 16 atm). The mid lad was directly stented with a 3.5 x 23mm cypher, deployed at 16 atm. Following deployment, the 2nd diagonal branch was compromised. Thus the 2nd signal was wired through the mid lad and its ostium was dilated with a 2.5mm balloon at 8 atm. Results were satisfactory with good runoff in the distal lad and diagonal vessels.